Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 12/18/2024 it was reported, by a sales representative via sems-06738194, that an ar-8400cds dissector was producing metal shavings. This occurred during a knee procedure when the shavings started falling into the knee. All the shavings were removed from the patients knee.

Manufacturer narrative:
Correction: h6 health effect - impact code additional information: b5, g3, h3, h6 based on the information provided, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional information from the field, arthrex concluded the most likely cause. The most likely cause of the reported failure is misuse of the product, caused by the surgeon using excessive side-loading force and/or running the device without sufficient irrigation flow (dry). This misuse can cause the device to fail to operate as intended. Directions for use (dfu) disposable arthroscopic shaver blades, burrs, powerpick, powerasp, nanoresection and shaverdrill devices e. Warnings 5. Failure to use this device in accordance with the directions for use below may result in device failure, render the device unsuitable for its intended use, or compromise the procedure. F. Precautions 7. Excessive "side-loading" on the device during use does not improve cutting performance and, in extreme cases will cause irreversible damage to the device. 9. Irreversible damage to all devices will result if they are run without the flow of irrigation (dry). The complaint allegation was not confirmed. The device was not received for evaluation, and no evidence of the failure was provided.

Event description:
Additional information was provided on 12/23/2024, where it was stated that this event occurred during a knee arthroscopy on (B)(6) 2024 where a replacement ar-8400cds was used to complete the case. There was minimal delay to open a new ar-8400cds and replace the one they were using and no additional anesthesia was administered.